Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. It was reported that the cardiosave intra aortic balloon pump experienced an over temperature alarm during patient use. The compressor and motor control board were replaced. Following the repair, a routine inspection was performed according to the standard inspection checklist, and the unit was found to be in good condition.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component code, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the device. During inspection, the fse replaced the scroll compressor and the motor control board. Following these replacements, a comprehensive functional inspection was performed in accordance with the standard inspection protocol, and the condition was verified as satisfactory. The parts were received with a reported unit failure of system overheat alarm occurred. The failure analysis and testing dept. Conducted a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed compressor, scroll and pcb, motor control, rohs into the cardiosave test fixture serial number and tested the parts per the cardiosave service manual.the cardiosave pumped for three hours in clinical mode. The fat dept. Could not replicate the system over temperature alarm. The parts passed testing. Retaining the parts in the fat dept.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during therapy cardiosave intra-aortic balloon pump (iabp) unit generated a system over temperature alarm, following which the unit was removed from service and another cardiosave iabp unit was used to continue therapy. There were no adverse consequences to the patient reported.